Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to insufficient reprocessing caused by damage on the device. The event can be prevented by following the instructions for use: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. Please see updates to d8, d9, h3, h4, h6 and h10. The returned device was evaluated. It was found that the light guide cover lens and connector had a scratch. The control unit mouth piece was defective. The pin of the ultrasonic connector was broken. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information regarding olympus hygiene microbiological investigation report. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels tested positive for 1 colony forming units (cfu) per endoscope of staphylococcus coagulase negative. The distal end tested positive for less than one (1) cfu/endoscope of revivable microorganism. The total device tested positive for 1 cfu/endoscope of revivable microorganism. Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. No patient infection occurred. The pre-cleaning detergent used was aniosyme x3. The customer aspirates water through the instrument/suction channel and flushes out the air/water, balloon and auxiliary and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using dry scrub brush. The scope is manually disinfected. The customer uses automated endoscopic reprocessor (aer) model 27775. The aer was not cultured. The endoscope was stored in a drying cabinet. The maintenance repair was performed by olympus on 17-mar-2023. The device was returned. Device evaluation anticipated; but not yet begun. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ll ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope after the device was returned from maintenance. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The distal end and all channels tested positive for one (1) to four (4) colony forming units (cfu) of filamentous non-pathogenic trichoderma species. The device was reprocessed and tested again after nine days. The distal end tested positive for 1-4 cfus of alternaria species. All channels tested positive for 1-4 cfus of trichoderma species. The device was tested a third time. The distal end tested positive for more than 25 cfus of aerobic mesophilic flora. Though the results indicated absence of indicator microorganisms (enterococcus, staphylococcus aureus, enterobacteriaceae, pseudomonas species, stenotrophomonas maltophilia, acinetobacter species, candida species and filamentous fungi of medical interest), the total flora was more than 25 cfu and level of action was reached. It was suggested that the endoscope should not be used. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.